Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported, that the wake button was unresponsive. Customer¿s blood glucose was 187 mg/dl. No additional information provided.